Event description:
As reported (B)(6) 2014, upon receipt of the device at the medical facility, it was noted the seal of the sterile packaging was broken, compromising sterility of the device. As the defect was noted when unpacking, the device was never utilized in a sterile setting. The package has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).